Event description:
An avea ventilator was set at 21% fio2, but was analyzing at 40%. The respiratory therapist obtained an outside analyzer and it also analyzed the fio2 at 40%. The ventilator was pulled from service and the patient was placed on a new ventilator.